Manufacturer narrative:
(B)(4) device evaluation: the body of the valve and the detached remaining sewing ring were returned in a jar containing glutaraldehyde solution. The valve was substantially deformed with commissure 3 significantly bent inwards leaving leaflet 3 in an opened position. Small tissue calcification nodules were detected at the free edge of leaflets 1 and 3. Similar calcification nodules were detected on the inflow surface of leaflet 2. There was a tear approximately 3mm on leaflet 3 near commissure 1. Calcification was evident near the tear. Thrombotic material/vegetation was observed at commissure 1 and 2 from inflow perspective. A large irregular thick layer of thrombotic material was noted on leaflet 2 covering most of the outflow surface of the leaflet. Almost the entire sewing ring was removed from the body of the valve. Five (5) metal suturing devices were also depicted by x-ray imaging on the detached remaining sewing ring. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 on the inflow aspect and 7mm on leaflet 2 at the outflow aspect. Mild to moderate host fibrous (pannus) tissue growth was observed on the detached sewing ring. The deformation of wireform and stiffener band was confirmed by x-ray imaging. Attempts to retrieve additional information relating to patient condition and/or contributing factors has been unsuccessful. Without additional information, the root cause for the thrombotic material developed on the leaflets and the leaflet tissue calcification could not be determined.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately three (3) years and two (2) months, was explanted due to unknown reasons. The explanted device was replaced with a 23mm aortic bioprosthetic valve. No further information was provided.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. Additional manufacturer narrative: the device was returned to edwards for evaluation but has not yet begun. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Attempts to retrieve further information were unsuccessful. A supplemental MDR will be submitted once the device evaluation has been performed. Based on the information received the clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.